Event description:
The reporter stated the surgeon implanted a 12.6mm micl12.6 implantable collamer lens in her right eye (od) in 2009. The icl was explanted the following month, due to the icl was implanted upside down. The icl was removed with no pt injury. Another same model icl was implanted. The reporter stated the surgeon felt the icl may have been defective.

Manufacturer narrative:
Lens implanted upside down. Evaluation: results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions - (no conclusion can be drawn): based on the complaint history and the work order search, a specific root cause of the event could not be determined.